Event description:
The user facility reported that water leaked from the battery box during preparation of a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information:

Event description:
The user facility reported that water leaked from the battery box during preparation of a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.